Event description:
During the evaluation of the device at the manufacturer's service center, it had intermittent issues with the rasp communications on the test station. It showed failed/error tests for check leak. The customer has requested that no repairs be done to the device. The device will be returned unrepaired.